Event description:
Ous MDR - on (B)(6) 2014, during a routine follow up, we noticed a high rv lead impedance above 3000 ohms (it was 810 ohms at a previous f/u) and a recent rise of the rv pacing threshold (from 0.7/0.4 [v/ms] to 2.3/0.4 [v/ms]). Since the pt is pacemaker depended the physician had decided on adding an ICD lead on the (B)(6) 2014, during which he capped this lead.